Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose levels. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The customer consumed carbohydrates to address low bgs. The cause of the low bgs was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.